Event description:
It was reported the subject device presented an issue of no image being displayed on the system during installation. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event involving no image display on their gastroenterology (gmed) electronic medical record system. Troubleshooting efforts included confirming the use of an olympus monitor (oev191) and cv-190 processor, identifying the use of a bayonet neill¿concelman (bnc) -to- high-definition multimedia interface (hdmi) converter box, and noting that the oev191 does not support hdmi input. Due to the monitor being mounted on the ceiling and cables routed through the wall, the customer was unable to trace connections. Tac advised the customer to consult their facility¿s it team to determine the correct input required by the gmed system and to reconfigure the cabling accordingly. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d10, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.